Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "leakage occurred between cassette body and db" (fluid leak). The customer reported that leakage occurred between cassette body and db. Problem was solved after replacing product with another one. No patient impact was reported. Additional information was requested.